Event description:
Procedure: anterior resection. According to the reporter: the gun would not open after firing the cartridge. The patient had to be opened to release the cartridge.

Manufacturer narrative:
(B)(4).